Manufacturer narrative:
Initial and final MDR 1879719 - MDR 3003442380-2024-05859 - device 1 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on (B)(6) 2024. The events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of event was over 600mg/dl and there was large amount of ketones. Patient also had symptoms like vomiting and legs going numb. The patient treated it with correction bolus via pump followed by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.